Event description:
Baxter reported, "leakage from the silicone tube of the transfer set." The set was in use less than 4 months. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
There has been corrective and preventative action taken relative to this matter, reference CAPA renq-CAPA. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.